Manufacturer narrative:
A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that during the patient's lead revision for lead migration the physician decided to replace the ipg as it would not turn on during the procedure.

Event description:
A report was received that during the patient's lead revision for lead migration the physician decided to replace the ipg as it would not turn on during the procedure.